Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, the device exhibited post-sensed t-wave oversensing on the ventricular channel. The patient received inappropriate atp due to the oversensing. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.